Event description:
In 2009, the patient reported that her blood glucose has been elevated to 250-423 mg/dl for the past 2 weeks. She stated that her blood glucose measured 423 mg/dl this morning and she bolused 8 units of insulin through the infusion device. At the time of the report her blood glucose measured 362 mg/dl. She stated that she changed her insulin cartridge, infusion site and she bolused 2 units of insulin and insulin did drip from the end of the infusion tubing. She reported that when the infusion device delivers insulin the piston rod makes a "weird noise." She stated that no insulin has been spilled in the cartridge compartment of the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.